Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid dripping from the bottom of the cycler onto the cart after the machine experienced an unknown alarm during an unknown drain phase. After the leak was discovered, treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The patient stated they suspect the cassette was leaking in the door, however they did not notice that the inside the door was wet. The cause of the leak was unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient stated they place 2 bags on the heater tray for their treatments, however stated that there were no leaks or issues with the bags on the tray used during the event. The bags, connections and the heater tray were dry. The supply bags and connections were in good condition, with no issues. In addition, the patient reported there were no issues with the solution bag label used during the reported event. The product information was in good condition, with no missing or illegible information. The patient has poor vision and could not read the small print of the requested label information. No additional issues were experienced during the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on their new cycler, however they experienced a similar reoccurrence of the reported fluid leak event during drain 0 on 07-21-2022. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid dripping from the bottom of the cycler onto the cart after the machine experienced an unknown alarm during an unknown drain phase. After the leak was discovered, treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The patient stated they suspect the cassette was leaking in the door, however they did not notice that the inside the door was wet. The cause of the leak was unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient stated they place 2 bags on the heater tray for their treatments, however stated that there were no leaks or issues with the bags on the tray used during the event. The bags, connections and the heater tray were dry. The supply bags and connections were in good condition, with no issues. In addition, the patient reported there were no issues with the solution bag label used during the reported event. The product information was in good condition, with no missing or illegible information. The patient has poor vision and could not read the small print of the requested label information. No additional issues were experienced during the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on their new cycler, however they experienced a similar reoccurrence of the reported fluid leak event during drain 0 on (B)(6) 2022. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.